Event description:
It was reported the atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device fired fine on the first firing but did not fire on the second. Another atw35 was opened and the device fired fine for the first two firings and then would not fire on the third. It is possible the surgeon slightly depressed the black handle in handling the devices. A third atw35 was opened to complete the case. There was no consequence to the pt.